Event description:
Patient underwent gynecological surgery during which time the laser fiber broke off. It was replaced with an imperium laser fiber and the procedure continued without incident. Fiber sent with vendor at the completion of the case. (B)(6).